Event description:
Dealer states, he purchased 10 units that have all failed. Dealer was contacting us to see if they might be impacted by recall. There was only one unit from his location impacted by the recall. Dealer did not have any of the serial numbers. Dealer states he has already tagged them to go to his lincare repair location.